Manufacturer narrative:
The hvad pump (hw2133) was not returned to manufacturer for evaluation as it remains implanted in the patient. Review of the manufacturing documentation confirmed that pump (hw2133) met all requirements for release. The reported event could not be confirmed as controller log files were not available for review. Clinical factors that may have contributed to the hemolysis event included the patient's past medical history of arrhythmias, her progressive right heart failure and the complexities of managing her anticoagulant and anti-platelet therapies. Based on the review of the information available, the cause of the reported event could not be determined. There is no evidence to suggest that a device malfunction led to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated (B)(6) 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately twenty and a half months after the implantation, the patient developed hematuria and a map of 120 mmhg. She further reported that she was not feeling well. Laboratory findings included an inr of 3.3 and an elevated ldh. The patient's medications at the time of the event included coumadin and aspirin. The patient was treated in the emergency room (ER) with intravenous hydralazine and tpa followed by a heparin infusion. Over the next eight days, the patient's ldh decreased and her map normalized and she was discharged home.